Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider (hcp) reported the patient had said the implantable neurostimulator (ins) discharged too many times so it did not work at all anymore. MRI information for the patient's system was requested and the patient did not bring the patient programmer. The MRI was intended for the l-spine and they were unsure if the scan was related to the device or therapy. It was noted the ins last worked about a year prior to the report. Relevant medical history included chronic low back pain and spinal pain. No symptoms, causes, troubleshooting, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.